Manufacturer narrative:
Although the used device has been returned, the failure analysis & investigation has not yet been completed by the manufacturer. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported, the customer is experiencing leakage at the connection of the manifold and the 8cc control syringe. This is causing air to be introduced into the system. The problem is solved with the replacement of the syringe. There has been no air injection or patient injury. The used device has been returned for evaluation.